Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided (>/=25.00 miu/ml is positive, <5.00 miu/ml is negative): sample ID (B)(6) initial result, on (B)(6) 2022, was 46 miu/ml, repeats were <1.2 and <1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for a falsely elevated architect total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review for the complaint lot. Return testing was not completed as returns were not available. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 35045ud00 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide, with median values (for the negative population) for the complaint lot(s) are within the established limits, suggesting that the performance is acceptable. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect total b-hcg, lot number 35045ud00, was identified.